Event description:
It was reported that there was a system fault and battery issues. The system fault occurred before infusion and the battery issues occurred during infusion. The device was not damaged by the customer and was handled by a carer and then by a nurse on ward. There was no reported patient involvement with no human harm.

Manufacturer narrative:
The affected device was returned for evaluation. Visual inspection was performed. The cause of the reported issue was customer stated problem confirmed. There is a system fault. Review of event log found error code 46228.the service history review had no indication that the complaint was related to a service of the device within the review period. The probable cause of the reported problem unknown.